Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was discarded and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 24, 2020 that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst with 90% fluid content in the head of the pancreas during a hot axios stent placement procedure performed on (B)(6) 2020. On (B)(6) 2020, the patient was hospitalized, and the patient presented with pancreatic cyst symptoms such as abdominal pain, bloating, nausea and vomiting. On (B)(6) 2020, final stent inspection was performed before stent removal and it was noted the cyst had shrunk. On (B)(6) 2020, during the scheduled removal of the prosthesis, the stent was blocked by food residue. The removal of the stent was tried for 2 to 3 times and was successfully removed with snare or forceps. On (B)(6) 2020, a follow up check was performed and no patient complications were reported.